Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's battery was leaking a white substance. The patient cleaned it off and attempted to place the battery in their charger. The battery was unable to charge and their was a red light indicator on the universal battery charger (ubc).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v battery leaking a white substance and a red light error on the universal battery charger (ubc) when the battery was inserted was not confirmed. The 14v battery was not returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. The 14v battery is manufactured by a third party who maintains the device history records. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) under section ¿alarms and troubleshooting¿, explain all battery charger alarms, and the actions to take when a battery charger alarm occurs. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) section ¿powering the system¿ explain the various ways to power the heartmate iii lvas, including how to use the 14v batteries. This section informs the user of how to charge the 14v batteries using the universal battery charger (ubc). Heartmate 3 patient handbook section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook section and heartmate 3 instructions for use (IFU) section both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) section ¿patient care and management¿ and heartmate 3 patient handbook section "introduction" state that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate gogear shower bag must be used while showering to keep the system controller and batteries dry.¿ section of the IFU and section of the patient handbook state that the system is moisture-resistant, but not waterproof, and instruct the user to protect the external components from water or moisture. Section of the patient handbook entitled ¿frequently asked questions¿ also explains the potential hazards and informs the user to call their hospital contact if the system controller gets wet or is dropped. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.